Event description:
It was reported that the customer noticed the patient was turning light so she was about to administer a medication, but didn't get a chance to, the patient started to de-sat. The primus gave pinsp no attained. She checked for leaks the situation got worse. She switched to man spont once she did that, she attempted to push the o2 flush but, nothing came out. She switched to pressure mode and tried the o2 flush also nothing, the patient was turning blue at this point. She then switched man spont and bagged the patient. The o2 supply for the ambu bag was the flow meter on the side of the primus, and it supplied the o2 required. No permanent injury reported.

Manufacturer narrative:
Event is under investigation. Results will be reported in the follow up report.